Event description:
During an unk procedure, the clips would not form correctly. Used another like device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements.